Event description:
The customer reported to their baxter sales representative's (bsr) manager that the clearlink catheter extension set, product code (B)(4), lot number unknown, disconnected from an unknown baxter primary IV tubing on (B)(6) 2010. The condition occurred during use in the pediatric unit. When the nurse came to check on the child, she was all covered up in the bed. The nurse checked the line and then uncovered the child and saw that the tubing was underneath her and had separated at the luer connection. The customer thinks that the infusion was running for 8 hours before the separation occurred while infusing d5w and normal saline with an alaris pump. The child lost a minimal amount of blood and some of the drug leaked. The customer confirmed there was no patient injury or adverse event. No additional information is available.

Manufacturer narrative:
The condition of separated was not confirmed. 1 actual unit was received for evaluation. Unit was visually inspected and functionally tested. The most probable root cause could not be identified and no actions were taken since the separated condition was not confirmed. (B)(4).